Event description:
A perclose being used for right femoral vein closure had a malfunction. The footplate would not close, so the device was unable to be removed. We were unable to detract the footplate with multiple attempts at repositioning and flipping of the footplate-deployment lever. We eventually dismantled the device which did assist with detracting the footplate. With enough force, the perclose was able to be removed, but the footplate was broken and one half of the footplate was retained. CT cardiac, pe, and us groin, led to finding of a filling defect likely representative of the embolized piece in a subsegmental pe without obstruction of arterial flow. We decided not to attempt to retrieve the embolized device piece.